Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement, supplemental oxygen, and hospital admission. While the patient was asymptomatic, the pneumothorax was detected via post-procedure chest x-ray, and it was 3 centimeters in size. A repeat chest x-ray was done after 90 minutes, and it showed that the pneumothorax had increased in size. The size of the target nodule was 11 millimeters (mm), and it was located about 12 mm away from the pleura in the distal right middle lobe between the major and minor fissures. The physician reported that the pneumothorax was device related because the ion needle likely punctured the interlobar fissure between the right middle and right upper lobes. The physician also reported that the pneumothorax would have likely occurred via another modality due to the location of the nodule. There was no device malfunction associated with the event. The patient is currently at home.